Manufacturer narrative:
The pinch valve tubing was replaced and performance testing was run on the analyzer and passed. After the service actions, the customer ran 70 patient samples and observed no further discrepancies. The investigation did not identify a product problem.

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with the elecsys anti-sars-cov-2 s assay and two additional patient samples tested with the elecsys anti-sars-cov-2 assay on a cobas e 411 immunoassay analyzer. The sample from the first patient initially resulted in an anti-sars-cov-2 s value of < 0.40 u/ml (non-reactive). This value was reported outside of the laboratory. A second sample was collected from this patient at another clinic and resulted in a value of 52 u/ml (reactive). Due to the discrepancy in these results, the original sample was repeated on (b)(60 2021, resulting in a value of 58.27 u/ml (reactive). Due to the issue with the first sample, the customer repeated samples tested for anti-sars-cov-2 s and also anti-sars-cov-2. Six out of ten samples with initial non-reactive anti-sars-cov-2 s results on (B)(6) 2021 had reactive results when repeated on (B)(6) 2021. No data was provided for these six samples (patients/samples 2-6). The anti-sars-cov-2 s reagent lot number was 55435901, with an expiration date of 31-jan-2022. Two additional samples tested for anti-sars-cov-2 also had discrepancies (patients/samples 7 and 8). The sample from patient 7 initially resulted in an anti-sars-cov-2 value of 0.33 coi (non-reactive). The initial value was reported outside of the laboratory. This sample was repeated on (B)(6) 2021, resulting in a value of 19.28 coi (reactive). The sample was also repeated on (B)(6) 2021, resulting in a value of 19.17 coi (reactive). The sample from patient 8 initially resulted in an anti-sars-cov-2 value of 0.358 coi (non-reactive) on (B)(6) 2021, repeating as 1.51 coi (reactive) on the same day. No incorrect results were reported outside of the laboratory for this sample. The anti-sars-cov-2 reagent lot number was 564260. The reagent expiration date was requested, but not provided.